Event description:
The user reported that the anesthesia ventilator stopped during use and an alarm indicated that the patient integrated breathing system (ibs) was disconnected. Further information from the local field service engineer confirmed that the system had switched from automatic ventilation to manual delivery during an operation. The lock that connects the ibs is required adjustment to allow the device to be fully functional. No adverse impact was reported. If this observed malfunction were to recur during delivery of anesthesia and ventilation, immediate clinical action of operating the manual delivery of ventilation and anesthesia would be needed to avoid serious injury or death.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.